Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during blood draws with a one-link standard bore catheter extension set from a PICC line, the blood return is sluggish a lot of the time and does not completely fill the vial. Many of the nurses need to pull the blood up using a syringe and then fill the vials. Other nurses remove the hub completely and take the sample directly from the port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.